Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the subject pacemaker was checked on (B)(6) 2016 (prior to hospital discharge) , high ventricular threshold (4.0v/0.35ms) was observed. Review of the x-ray photo showed that the curvature of ventricular lead in the ventricle was not enough; however lead dislodgement was not confirmed. The pacemaker check was scheduled for one month later and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, when the subject pacemaker was checked on (B)(6) 2016 (prior to hospital discharge) , high ventricular threshold (4.0v/0.35ms) was observed. Review of the x-ray photo showed that the curvature of ventricular lead in the ventricle was not enough; however lead dislodgement was not confirmed. The pacemaker check was scheduled for one month later and the patient was discharged from the hospital.